Event description:
It was reported that the patient had a gastrointestinal bleed on (B)(6) 2022.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings. (B)(6).

Event description:
Additional information reported that a lower endoscopy was performed, and diffused bleeding was found in the lower gastrointestinal tract. The bleeding had spread extensively. The bleeding was treated with warfarin and kcentra as well as a blood transfusion, but hemostasis could not be reached with an endoscope or balloon. The patient was put on palliative care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.